Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a stored electrogram showed noise on the ventricular sense/pace lead. The noise caused inappropriate hv therapy. The physician has decided to monitor the patient. The device and lead remain implanted.